Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2004, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), blood loss anaemia ("anemia"), genital haemorrhage ("general abnormal bleeding") and fatigue ("fatigue"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2004. At the time of the report, the back pain, menorrhagia, blood loss anaemia, dysmenorrhoea, metrorrhagia, genital haemorrhage, fatigue and vaginal haemorrhage outcome was unknown. The reporter considered back pain, blood loss anaemia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, metrorrhagia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain: dysmenorrhea, back. Bleeding: menorrhagia, metrorrhagia, general abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs received- new event vaginal bleeding was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2004, the patient experienced metrorrhagia ("metorhagia (bleeding b/w periods)"). In august 2004, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), blood loss anaemia ("anemia") and fatigue ("fatigue"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2004. At the time of the report, the back pain, blood loss anaemia and fatigue outcome was unknown and the dysmenorrhoea, menorrhagia, vaginal haemorrhage, genital haemorrhage and metrorrhagia had resolved. The reporter considered back pain, blood loss anaemia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, metrorrhagia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain: dysmenorrhea, back. Bleeding: menorrhagia, metrorrhagia, general abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Patient birth date, demographic information, event date updated. Lab data added. Event outcome added of events menorrhagia, vaginal haemorrhage, genital haemorrhage, metrorrhagia, dysmenorrhea. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), blood loss anaemia ('anemia') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), genital haemorrhage (seriousness criterion medically significant) and fatigue ("fatigue"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2004. At the time of the report, the back pain, menorrhagia, blood loss anaemia, dysmenorrhoea, metrorrhagia, genital haemorrhage and fatigue outcome was unknown. The reporter considered back pain, blood loss anaemia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia and metrorrhagia to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain: dysmenorrhea, back. Bleeding: menorrhagia, metrorrhagia, general abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: pain: dysmenorrhea (cramping), back, bleeding: menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, general abnormal bleeding, fatigue. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.